Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the fiber tip became loose. Procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
H10: upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. Visual analysis of the returned fiber identified that the glass cap exhibited a distal circumferential fracture, confirming the defective fiber allegation. Analysis also identified that the glass cap was able to rotate independently of the metal cap, indicative of glue failure. The glass cap exhibited moderate devitrification at the output window. The metal cap exhibited moderate charred detritus adhesion on its surface, indicative of tissue contact. The identified metal cap tissue adhesion is likely to have contributed to continuous elevated temperatures to the output window leading to the glue failure and distal circumferential fracture. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the fiber tip became loose. Procedure was completed using another fiber. There were no patient complications.